Event description:
On 27/jul/2025 a nurse for this peritoneal dialysis (pd) patient residing in a nursing home contacted technical support for an m31 air detected in cassette warning. The patient line was not connected to the patient when the nurse entered the room. The nurse reconnected the patient. During follow-up it was reported that the patient had positive pd effluent cultures 2 days after the call to technical support and the patient was on antibiotics being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had disconnected herself from the liberty select cycler in the middle of the night during treatment on (B)(6) 2025. The nursing home called to report the event to technical support. On (B)(6) 2025, the patient was seen in the pd clinic and diagnosed with peritonitis. No symptoms were provided. The patient was initiated on antibiotic therapy with a one-time intravenous (IV) dose of vancomycin 2g and one-time dose of IV gentamicin 80mg. Additionally, the patient was prescribed IV ceftazidime 2g daily for 10 days. The cultures resulted positive for proteus mirabilis and staphylococcus epidermidis. The white blood cell count was 58 with 10% polymorphonuclear cells. The patient continued treatment on the cycler during recovery. The cause of the peritonitis was touch/lack of aseptic technique/disconnection by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 27/jul/2025 a nurse for this peritoneal dialysis (pd) patient residing in a nursing home contacted technical support for an m31 air detected in cassette warning. The patient line was not connected to the patient when the nurse entered the room. The nurse reconnected the patient. During follow-up it was reported that the patient had positive pd effluent cultures 2 days after the call to technical support and the patient was on antibiotics being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had disconnected herself from the liberty select cycler in the middle of the night during treatment on (B)(6) 2025. The nursing home called to report the event to technical support. On (B)(6) 2025, the patient was seen in the pd clinic and diagnosed with peritonitis. No symptoms were provided. The patient was initiated on antibiotic therapy with a one-time intravenous (IV) dose of vancomycin 2g and one-time dose of IV gentamicin 80mg. Additionally, the patient was prescribed IV ceftazidime 2g daily for 10 days. The cultures resulted positive for proteus mirabilis and staphylococcus epidermidis. The white blood cell count was 58 with 10% polymorphonuclear cells. The patient continued treatment on the cycler during recovery. The cause of the peritonitis was touch/lack of aseptic technique/disconnection by the patient.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a breach in aseptic technique. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Additionally, ¿proteus species have also been shown to cause infection from the colonized skin and oral mucosa of patients and personnel working in a hospital or long-term care facility.¿ this patient resides in a nursing home. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.